Event description:
It was reported that an ercp procedure for treatment was performed in order to remove a piece of the cytology brush that was left inside the pt during the previous ercp procedure performed or diagnosis. The procedure was successful and the pt's condition after the procedure was reported as fine.